Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set fell off event during use on (B)(6) 2024. The infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.